Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated eval code method updated eval code results updated eval code conclusion the pipeline flex pushwire and pipeline braid were returned for evaluation. The pipeline braid was returned detached from the pushwire; therefore, the distal and proximal ends of the braid were unable to be identified. The pipeline braid was observed to be fully open with one end having severe fraying. The pushwire was observed kinked. During the analysis, the tip coil was inadvertently detached from the pushwire and the dps sleeves became inadvertently torn. Based on the analysis findings and the reported event details, the customer¿s report of ¿failure/incomplete open distal (flex)¿ issue was not confirmed. We are unable to definitively determine the cause for the reported experience. It is possible that the damaged braid and the patient¿s moderate vessel tortuosity may have contributed to the reported issue. In addition, the pushwire was observed to be damaged (bent). However, the cause for the damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. This device was used to off label to treat a laceration located within the petrous segment of the right internal carotid artery (ica). Per our instructions for use (IFU): ¿the pipeline flex embolization device is indicated for the endovascular treatment of adults (22 years of age or older) with large or giant wide-necked intracranial aneurysms (ias) in the internal carotid artery from the petrous to the superior hypophyseal segments. Furthermore, pipeline flex device is contraindicated for patients who have not received dual antiplatelet agents prior to the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been returned for evaluation. Device analysis is anticipated; a supplemental will be submitted upon completion. Mdrs related to this report: 2029214-2017-00030 2029214-2017-00031 2029214-2017-00032 a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during an emergent treatment of a laceration located within the petrous segment of the right internal carotid artery (ica) , two pipeline devices did not open distally. It was reported that both pipelines demonstrated "twists" at the distal end and all necessary steps to alleviate the twists were made. The first pipeline (ped-500-14) attempted was resheathed less than or equal to 2 times. The projection confirmed "twists" and the pipeline was removed from the patient together with the marksman. The second pipeline (ped-500-16) was deployed in the same manner and the same problem was encountered. A third pipeline (ped-500-18) device was used and deployed successfully covering the dissection flap. Two days post pipeline treatment the pipeline did not have good wall apposition and a re-bleed was identified. The vessel was ultimately sacrificed. The patient is reported to be doing well. This patient was an emergent patient therefore was not on dapt (dual anti-platelet therapy) therapy prior to the procedure. The patient was noted to be spasming prior to pipeline treatment. The patient was bridged with integrellin and immediately post deployment started on dapt (dual anti-platelet therapy) in conjunction with integrellin drip. The patient also had moderate vessel tortuosity.